Event description:
A pt (age and gender unk) underwent a therapeutic procedure for hemostatic treatment - site unk. The clinician has indicated that there was a failure of the resolution clip device when attempting to place on a polyp. Numerous attempts to obtain additional info regarding the nature of the failure and impact to the pt have been unsuccessful.